Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe investigation confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while trailing the size 5 femoral component, the surgeon impacted the component into place and the component cracked. Additionally, while the surgeon was impacting the final tibia base implant, the impactor handle that was being used broke (the connector lever and the red button came off.) No surgical delay.